Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic wedge resection, while transecting the lung, the stapler and the knife was unable to fire and the surgeon was unable to press the green button nor squeeze the handle. The surgeon replaced the broken cartridge with another one to fix the staple line and complete the case. There was no patient injury.